Manufacturer narrative:
Discrepant results for a third patient ran on (B)(6) 2020 are as follows. Patient ID (B)(6): total protein initial result was 100.9 g/l, the repeated result was 79.0 g/l and 2nd repeated result was 84.5 g/l the investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
The field service engineer checked the instrument an everything is fine. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tp2 total protein gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a total protein value of 87.5 g/l, which repeated as 74.1 g/l. The second sample initially resulted with a total protein value of 103.6 g/l, which repeated as 79.1 g/l. The total protein reagent lot number is 44686201, with an expiration date of 28-feb-2021.